Event description:
Port placed in 2002. In left subclavian for infusion of anti-hemophillic factor. Became dislodged. Catheter lodged in right ventricle, but portion remained in place. Patient transferred for catheter removal. New port placed in 2005.